Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and rupture.

Event description:
Patient reported right side "implant has been leaking", "implant recall", "respiratory issues", and "chest infection". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient later reported "fluid drain for implant."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Patient later reported "[they've] got all the signs leading up to getting that cancer unless they are removed", "have them drained", "cough due to the implant, when [they] had it drained, the cough went", "lumps and bumps all in it how painful it is". Further reported was "anxiety for which you take medication¿, ¿difficulty breathing¿, and ¿irregular periods" (not device related). Additionally, healthcare professional reported swelling and "no alcl on cytology".

Manufacturer narrative:
The event of swelling/edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "fluid around implants".

Event description:
Healthcare professional later reported "some slight rippling" and "minimal amount of peri-implant fluid aspired to exclude alcl".